Manufacturer narrative:
The investigation determined that non-reproducible falsely elevated vitros trop I es results occurred from two different patient samples processed on the vitros eciq immunodiagnostic system. The investigation confirmed that the samples involved in the event were not processed in accordance with the tube manufacturer's recommendation. Evaluation determined the vitros eciq system was operating as intended and did not malfunction. A definitive root cause of the event could not be determined, however pre-analytical sample processing cannot be ruled out.

Event description:
The customer observed non-repeatable higher than expected vitros tropi es results from two different patient samples processed on a vitros eciq immunodiagnostic system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The results were reported outside the laboratory. There was no report of patient harm as a result of this event. This report is one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4)